Manufacturer narrative:
D10 concomitant products: sm-5638, sm-5638 biosyn* 3-0 und 75cm p12 x12 (lot#unknown); sm-5638, sm-5638 biosyn* 3-0 und 75cm p12 x12 (lot#unknown); sm-5638, sm-5638 biosyn* 3-0 und 75cm p12 x12 (lot#unknown); sm-5638, sm-5638 biosyn* 3-0 und 75cm p12 x12 (lot#unknown); 88862818-89, 88862818-89 ticron* 5 blu 4x75cm kv40x12 (lot#unknown); 88862818-89, 88862818-89 ticron* 5 blu 4x75cm kv40x12 (lot#unknown) 88862818-89, 88862818-89 ticron* 5 blu 4x75cm kv40x12 (lot#unknown); 88863097-71, 88863097-71 ticron* 1 blu 75cm gs25x36 (lot#unknown); 88863097-71, 88863097-71 ticron* 1 blu 75cm gs25x36 (lot#unknown); 88863097-71, 88863097-71 ticron* 1 blu 75cm gs25x36 (lot#unknown); 88863097-71, 88863097-71 ticron* 1 blu 75cm gs25x36 (lot#unknown); 88863097-71, 88863097-71 ticron* 1 blu 75cm gs25x36 (lot#unknown); cl-964, cl-964 polysorb* 0 und 90cm gs24 x36 (lot#unknown); cl-964, cl-964 polysorb* 0 und 90cm gs24 x36 (lot#unknown); cl-964, cl-964 polysorb* 0 und 90cm gs24 x36 (lot#unknown); cl-964, cl-964 polysorb* 0 und 90cm gs24 x36 (lot#unknown); cl-964, cl-964 polysorb* 0 und 90cm gs24 x36 (lot#unknown); sm-5638, sm-5638 biosyn* 3-0 und 75cm p12 x12 (lot#unknown); sm-5638, sm-5638 biosyn* 3-0 und 75cm p12 x12 (lot#unknown); sm-5638, sm-5638 biosyn* 3-0 und 75cm p12 x12 (lot#unknown); sm-5638, sm-5638 biosyn* 3-0 und 75cm p12 x12 (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 81 days post-operative of an open total hip procedure where the sutures were used for skin closure using the interrupted ties suturing technique, the patient returned to the hospital due to wound dehiscence. The wound opened. A total of22 sutures were involved. Among the 22 sutures, the thread of 4 synthetic absorbable sutures broke. The patient will need to come back to the hospital for a reoperation for the wound excision/debridement.